Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. The customer's reported that the medication did not infused but the pump monitor stated totally infusion completed, but the medication bag was still full. No patient injury reported.